Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 575 mg/dl. Customer also reported that, the infusion set cannula was bent. Customer stated that, she had two sets that the needles were bent when she was going to insert and another when she was high. The customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.